Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Review of the provided image is consistent with defective insulation. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument insulation was defective on pully. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. Visual inspection revealed no signs of missing parts. The instrument passed the electrical continuity test. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.